Event description:
A customer contacted beckman coulter inc., (bec) and reported getting a fluid detector seven (7) error message on the coulter lh 750 hematology analyzer that will not clear. The customer checked the voltage on fluid detector 7 in the service menu and found them to be low. While troubleshooting, the customer opened the front lower cover of the analyzer and noticed a 10ml of fluid under the left side of the instrument that appeared to be diluent without any blood. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event and during the clean up. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed. There is a risk management/exposure control plan at the facility. There was no change to patient treatment associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. However, the customer had repaired the leak by the time the fse arrived at the lab. The fse inspected the instrument and found fluid had leaked onto fluid detector 7. The source of the leak could not be determined. (B)(4).